Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al0446 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/23/2020 correction: e1.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. It was found that the suture pulled off during procedure. There were no adverse consequences to the patient.